Manufacturer narrative:
Additional information: d9

Event description:
The user facility reported, the housing broke at the weld. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequences, no medical intervention and no clinically significant delay.

Event description:
The user facility reported, the housing broke at the weld. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequences, no medical intervention and no clinically significant delay.